Event description:
It was reported that occlusion alarms occurred. Blood glucose level did not exceed 500 mg/dl or read ¿high,¿ indicating no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.